Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the heartmate 3 device and the reported hypotension, vasoplegic syndrome, and death could not be conclusively determined during this investigation. The report of low flow alarms could not be confirmed as no log files were submitted. The account reported that the patient¿s blood pressure was low during postoperative cardiopulmonary bypass and did not increase with treatment of vasopressors, methylene blue, steroids, volume addition, or adjustment of pump speed. The patient experienced some low flow alarms. The patient had an extracorporeal membrane oxygenation implant, but blood pressure did not improve, and the patient ultimately expired from hypotension on 19nov2020. It was believed that the hypotension was caused by severe vasoplegic syndrome. Heartmate 3 left ventricular assist system (lvas), serial number (B)(6) was not explanted for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this IFU lists the adverse events that may be associated with the use of heartmate 3 left ventricular assist system, including death. It also provides an explanation of all pump parameters, including flow. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm, and also explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient got hm 3 implanted on (B)(6) 2020 and that the patient passed away due to low blood pressure. The pump performed normally and there were some low flow alarms. On (B)(6) 2020 it was reported that heart transplantation was difficult due to high risk of infection since it is required to use immunosuppressants. Patient was intermacs I (interagency registry for mechanically assisted circulatory support) patient, so center decided to implant lvad (left ventricular assist device) and performed the operation on (B)(6) 2020. There was nothing unusual during the operation, but blood pressure was kept low during postoperative cardiopulmonary bypass (cpb) weaning and the blood pressure was not increased at the full dose of vasopressors (norepinephrine, epinephrine) as well. Additionally methylene blue, steroid, and volume addition were tried but there was no reaction to blood pressure. In the ICU (intensive care unit), blood pressure remained low, and the reaction to vasopressin was decreased, so the ECMO (extracorporeal membrane oxygenation) was implanted. It was confirmed that the blood pressure could not be recovered and patient passed away. At that time, the lvad (hm3) pump speed was around 4800-5000 rpm, the flow was near 4 l/m, and the power was 4 watts, so physician thinks there was no problem with the lvad function. Also, there was no meaningful right ventricular failure or tamponade finding on the echo. There was no problem with lvad flow and no pi (pulsatility index) event. In conclusion, there was no response to blood pressure when adjusting the pump speed, vasopressor capacity. The patient is thought to have passed away due to a drop in the vessel tone that does not respond to the vasopressor, i.e. Severe vasoplegic syndrome. It was confirmed by cardiologist that the event was not device related. The device will not be returned for evaluation since pump performance was well and the patient passed away due to own clinical status.